Event description:
The customer reported to olympus, the camera head displayed no image. The picture was too dark and there had also been a complete outage. The issue was found during an unknown procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿picture was too dark and there had also been a complete outage¿ was not reproduced. The device evaluation found no issues during the initial leakage and electrical safety tests. The root cause of the image issue could not be identified. It was noted that the cable unit was found to be warped during the technical investigation. The button and the coupler unit was worn out. A review of the device history record found no deviations that could have caused or contributed to the reported image issue. As a result of checking complaints in the past one year from the occurrence date of this complaint, the subject device had no repair history. Olympus will continue to monitor field performance for this device.